Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6: health impact- clinical code: 4581 - significant reduction of irido-corneal angles, pigment dispersion. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -14.50/+2.5/091 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2022. The lens was removed on (B)(6) 2023 due to excessive vaulting, significant reduction of irido-corneal angles and pigment dispersion. The lens was replaced with a shorter lens and the problem was resolved. The patient is doing well. The cause of the event was unknown.